Manufacturer narrative:
Review of customer instrument images shows negative reactions with all three cells of crrs 3. Cells 1 and 2 are both homozygous for fyb and were given negative interpretations. Cell 1 appears negative. Cell 2 appears negative with a very light pink background suggestive of red cell adherence. The positive control well appears as expected. The reactivity of the fyb antigen was confirmed on retention crrs (3), lot r060. Service call was made. No mechanical issues were found with the instrument. The reactivity of the fyb antigen was confirmed on returned crrs (3), lot r060. Testing was performed with customer's patient sample (reportedly anti-fyb) using returned and retention crrs (3), lot r060 on in-house echo. Sample exhibited strong reactivity (3+) with fy(a-b+) cell ii and was nonreactive with fy(a-b+) cell I and fy(b-) cell iii of retention product. Sample exhibited moderate reactivity (2+) with cell ii, equivocal reactivity with cell I, and was nonreactive with cell iii of returned product. Hemagglutination tube testing was performed with customer's patient sample using retention panoscreen I, ii, and iii. Sample exhibited microscopically positive reactivity with fy(a-b+) cell ii and was nonreacitve with fy(b-) cells I and iii. The event appears to be related to the nature of the sample.

Event description:
Customer called reporting unexpected negative reactions with capture-r ready-screen 3 (crrs 3) on the echo during validation of the instrument. The echo reported negative results on a sample from a patient with a previous history of anti-fyb. No transfusion reactions were reported as a result of the negative reaction.